Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber distal end exhibits no sign of usage; the fiber is broken and detached 6.5 inches from connector; the white tubing is broken at .5 inches from the connector; the fiber exhibits signs of melting at both break locations; the white tubing is burnt at break location; the fiber was tested with hene laser fixture, aim beam is visible at white tubing break location. Probable root cause:based on the device analysis, the probable root cause of the failure is: user handling.

Event description:
It was reported that during stapedotomy procedure aim beam was tested and no aim beam present at the end of the fiber was observed. The fiber was exchanged and second fiber was used to complete the procedure. It was further reported that after the procedure the hospital technician tried the fiber once more and laser shot straight through the fiber. Patient outcome: no patient injury was reported.